Event description:
It was reported that the gun would not release after it was cocked. Another gun was used to complete the procedure. Per testing performed on the returned sample a misfire was confirmed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.